Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was a communication error with the large monitor. A review of system log files cannot confirm the malfunction. Upon troubleshooting actions fse checked the contact of the connector, replaced the hdd in the control pc and installed the target pc software. After replacement of hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system did not start up. The device was outside clinical use at the time of the reported event . No harm has been reported to philips. Philips has started an investigation of this complaint.